Event description:
It was reported by the surgeon that pt complained of pain. X-rays were taken which showed that the nail was broken. Pt was revised.

Manufacturer narrative:
Add'l info, has been requested and if received, will be supplied on a supplemental report.